Event description:
It was reported that a patient underwent an oblique lumbar interbody fusion (olif) at l4-l5 during insertion the cage broke. Thus, the broken cage was removed, and the same-sized cage was placed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review confirms implant breakage. Microscopic examination of the fracture surface identified a fairly brittle directional fracture on one side of the threaded hole of the inserter interface, with thread damage on the opposite side, consistent with bending stresses. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.